Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that a patient implanted for non-malignant pain and failed back surgery syndrome stopped using their stimulator approximately in (B)(6) 2016 because it started feeling like it was aggravating their right hip pain more than helping. They did not maintain the charge of the device. Since stopping charging the patient was diagnose with right hip vascular necrosis. They tried recharging (B)(6) 2016 but got the overdischarge icon. They did an antenna locate to awake the stimulator and arranged to meet the patient the next day to clear the power on reset (por) which coded to 0x8. Patient had barely 25% charge in their stimulator because they did not feel compelled to charge more. They were able to clear the por at the next appointment and scheduled another appointment for reprogramming on june 14, 2016. Impedances were checked at the appointment for program ming and lead 0-7 electrodes had 1-2 within normal limits and 0, 3, 4, 5, 6, and 7 were all out of range. They were able to reprogram and feel paresthesia in bilateral legs and right hip but they were unable to get into left hip or back. They indicated factors that could have led or contributed to the issue included bending and lifting along with the patient being unable to sit still. A lead revision was noted for (B)(6) 2016 but they also indicated no surgical intervention occurred and it was unknown if there was a surgical intervention planned. The event was not resolved a the time of report.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that when the patient returned on (B)(6) 2016, she had not used the stimulator stating that her hip and back pain was worse when she had stimulation on. The physician and patient decided to explant the system. It was noted that the explant was scheduled on (B)(6) 2016. The explanted product was to be returned if the facility would release it to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.